Event description:
In (B)(6) 2012, during humeral nail surgery, the surgeon confirmed that the pt experienced heavy bleeding when he was drilling in the distal hole by the radio lucent drill. Pt stopped bleeding for 20 mins and the surgeon confirmed that there was little bleeding. The pt was pulse was stable, surgeon closed the would and carried out a surgery for a distal radius plating. After the plating, the operation was completed and there seemed to be no problem.

Manufacturer narrative:
Device remains implanted. If add'l info is rec'd it will be reported on a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.